Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: based on the investigation results, it was detected that the event is a known issue already covered by the risk analysis. Therefore, further escalation is not required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that the missing adhesive at forceps cover was found. There was no patient involvement.